Event description:
It was reported that a pt underwent a gynecological surgical procedure on (B)(6) 2010. During the procedure, there was loss of cutting efficacy. The issue occurred at the end of the procedure. The surgeon had to make a small incision to remove the tissue.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.